Event description:
It was reported to boston scientific corporation that a jagwire was used during a stenting procedure performed on (B)(6), 2010 according to the complainant, the physician wanted to implant a bsc stent but it failed to deploy and the catheter also kinked. In addition, the physician noticed that the jagwire he was using for the procedure peeled. The procedure was completed with different device and completed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been discarded will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device disposed.